Manufacturer narrative:
Internal complaint reference: (B)(4). Comparison of radiographic changes between pfna and intertan internal fixation in senile osteoporotic intertrochanteric fractures. Chinese journal of bone and joint injury. Xue chao, wu jin, he mingchang, lin bin, yao xiaotao ((B)(6)). Doi: 10.7531/j.issn.1672-9935.2020.06.014.

Event description:
It was reported that on literature review "comparison of radiographic changes between pfna and intertan internal fixation in senile osteoporotic intertrochanteric fractures", 3 patients who initially underwent primary implantation of a trigen intertan nail to treat a senile osteoporotic femoral intertrochanteric fracture, experienced the cutting out of the lag/comp screw. No specific details related to the measures taken to resolve this incident were provided. The patients outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; however, per the article, the cut out was due to premature weight-bearing. No further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to bone degeneration, lack of ingrowth, surgical technique, size of device, patient anatomy, abnormal loading and/or traumatic injury. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.